Event description:
It was reported that a trained physician attempted arteriotomy closure of a non-diseased cfa using the perclose proglide device after an intervention procedure. Reportedly, it was noticed that the posterior foot was broken. The device was removed and hemostasis was achieved with manual compression. There were no pt consequences. No additional information was available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.